Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that while performing a laparoscopy cholecystectomy the first clip was difficult to close on the tissue. Subsequent clips were delivered already closed. A replacement device was opened and used without incident. There was no patient injury.

Manufacturer narrative:
(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the jaws were severely out of place. The bottom jaw was stuck in the channel and the top jaw was lined up with the center of the channel. As a result, the device could not be functionally inspected. The returned sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. Functional inspection could not be performed due to the condition of the received sample. However, the device was disassembled to inspect the internal components. Upon disassembly, multiple damages were observed. The ratchet ears were broken, the yoke was damaged on both ends, the distal end of the outer tube was bent inwards, the distal end of the channel was bent, the jog (jaw opening gizmo) was slightly bent, and the jaw legs on both jaws were bent. The sample was received with 1 clip remaining in the channel indicating that 14 clips were fired by the end user. The damages found to the device prevented the device from functioning properly. The IFU for this product, l03496, was reviewed as a other remarks: part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips difficult to close/already closed" was confirmed based upon the sample received. The device was returned with the jaws severely out of place. Due to this, functional inspection could not be performed on the device. However, the returned device was disassembled and damages were found to multiple components. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that the observed damages were present at the time of manufacturing. A device history record review was performed on the autoendo5 with no evidence to suggest a manufacturing related cause. The device was received with 1 clip remaining in the channel indicating that 14 clips were fired by the end user. Based on the condition of the sample received, operational context caused or contributed to the complaint issue.

Event description:
It was reported that while performing a laparoscopy cholecystectomy the first clip was difficult to close on the tissue. Subsequent clips were delivered already closed. A replacement device was opened and used without incident. There was no patient injury.

Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml lot # 73d1700574 was manufactured on 05/02/2017 a total of (B)(4) pieces. Lot was released on 05/04/2017. DHR investigation did not show issues related to complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that while performing a laparoscopy cholecystectomy the first clip was difficult to close on the tissue. Subsequent clips were delivered already closed. A replacement device was opened and used without incident. There was no patient injury.